Manufacturer narrative:
: Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that while the sales consultant was at harborview going through a cervical spine locking plate (cslp) set in the central sterile department, he dropped the drill guide and two of the parts on the tip of the instrument broke off. This is field inventory. There is no patient involvement with this complaint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: date initially reported was 1/6/2018. Date reported should have been 1/5/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review was completed. Part number: 324.061 . Synthes lot number: 5067173 . Supplier lot number: na . Release to warehouse date: 13-sep-2005 . Supplier: na . Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the drill guide (part 324.061, lot 5067173, mfg 13-sep-2005) was forwarded from service and repair after being deemed unrepairable for a broken collet and bent inner shaft. The device was received with two of the four distal tines broken off, the interior shaft had slight deformation, consistent with dropping. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned damaged . Lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: the drawings were reviewed; --drill guide cslp: (current and mfg) . -- bushing cslp drill guide: dimensional analysis was not performed as relevant features are significantly deformed and pieces were not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the device (part 324.061, lot 5067173) was received broken. A device inspection and drawing and device history record review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. The complaint states the device was dropped, the root cause is use error. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.